Event description:
A field service engineer reported that they observed a leak coming from the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. It is unknown whether personnel interfacing with the instrument were wearing personal protective equipment. It is also unknown as to whether personnel sought medical attention in conjunction with this event. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. It is unknown as to whether there was an exposure control plan in place at the facility or if the material safety data sheet was reviewed.

Manufacturer narrative:
A field service engineer (fse) identified the leak. The fse determined that a crack, located on an internal thread of the wash buffer reservoir, was the cause of the leak. The fse replaced the wash buffer reservoir. Upon the completion of the necessary and verified repairs the instrument was returned back into operation.